Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received unexpected restart and a cold reset was performed alarm after replacing the insulin pump. The customer¿s blood glucose was unknown. Customer stated that the insulin pump time needed to be set again after every battery replacement. Customer received a replacement of insulin pump. The insulin pump will not be returned for analysis.